Event description:
The customer's original complaint was a reported broken case on the plum 360 driver new. There was no patient involvement and no patient harm associated with the customer's reported complaint. This complaint is being reported based on complaint investigation testing results. See h10 for details.

Manufacturer narrative:
A visual inspection was performed on the pump and the top of case was torched and the shape was transformed into a hole which lead to an exposed inner part. This likely occurred because the customer had a hot source nearby the infusion pump.